Event description:
Per the clinic, the patient experienced a skin flap breakdown around the implant side. Procedure to repair the skin flap was attempted; however the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed february 7, 2014.